Event description:
It was reported that pump displayed cartridge alarm 30 that did not occur during cartridge loading and had also happened previously. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge from reported lot, successfully resumed insulin therapy, and issue was resolved with no additional corrective action reported.